Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The sales representative indicated that the original eleos stem was undersized and possibly had a poor cement mantle, which could have contributed to the stem loosening. The component was unable to be obtained for further analysis because they were disposed of after surgery. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to the femoral stem loosening.